Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: moisture was observed in the battery compartment. The battery compartment was cracked along the side. The pump failed a leak test due to the battery compartment crack. The battery cap had stripped threads. There was evidence of moisture on the internal components of the pump. Unrelated to the initial allegation, the display screen was dim and discolored.